Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
For 2 months, the user has been experiencing a decrease in the hearing performance with the left-sided device.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. In addition, two channels have been left outside of cochlea during implantation surgery and an additional one has been migrated post-operatively. The recipient was re-mapped; however, no further information was received.

Event description:
For 2 months, the user has been experiencing a decrease in the hearing performance with the left-sided device.